Manufacturer narrative:
The voalte nurse call system provides visual and/or audible event alert notification via designated communication devices. The routing of an alert to said communication devices primary and secondary is configured based on customer preferences. All calls route to a primary monitoring device grs-10 nurse console, calls can also to be configured to route to secondary communication device locations pbx operator, wireless phones, etc. Troubleshooting activities performed by hillrom technician support determined the pbx ccd configuration needed to be corrected to resolve the issue. The configuration was programmed so that the associated pbx could monitor the associated unit's code blue calls. The customer confirmed the configuration change worked as intended. No further assistance was required by the customer. In this event, there was no injury or impact to any patients, as confirmed by the customer which concludes a serious injury did not occur. Additionally, the customer confirmed that the call routed appropriately to the primary location of the device. The root cause of the disassociation between the facility's pbx location and the associated unit could not be determined. Although there was no injury, if a code blue call not routing to the pbx were to result in a missed code call notification it would likely cause or contribute to a death or serious injury. Hillrom is cautiously reporting this event.

Event description:
It was reported that a code blue call did not route, via voalte nurse call system, to the pbx operator location. The customer confirmed that there was no patient impact or injury associated with this event, the alert routed properly to the associated unit and that this event was not an actual code blue event and that the event occurred during testing. This incident was captured under hillrom complaint ref # (B)(4).